Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Per results of investigation the carefusion failure analysis (fa) lab received the suspect component and installed it in a known good vela ventilator unit. Upon startup, the unit displayed "vent inop inoperable)" and "xdcr (transducer) fault". Transducer calibrations were performed as described the product service manual. The turbine differential transducer failed calibration. The root cause was found to be resistive failures related to the manufacturing process and will be internally investigated.

Event description:
The customer reported that this vela ventilator was giving "xdcr (transducer) fault", "vent inop (inoperable)", and "motor fault" alarms. This occurred while being used on a patient. Alternate ventilation was provided by changing out the unit to a known good unit. The customer stated that there was no patient injury or harm associated with this reported event.